Event description:
It was reported that the device was out of alignment and overheating during a procedure.

Manufacturer narrative:
Internal components were evaluated which revealed that the angle nut of the handpiece was out of alignment which can result in overheating of the device.